Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 362 mg/dl with symptoms of thirst, urination, and drowsiness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient forgot to prime the pump while using it, causing a delay in insulin delivery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.